Manufacturer narrative:
On 10th june, 2024 getinge received the information about the event which was related to the loading trolley. As it was stated an employee experienced an incident where caster came loose from the cart. The employee had to support the load when it fell from the washer. The most probably root cause is lack of tightening and loctite 222 (low-strength thread locker that allows the adjustment of screws including countersunk head screws and set screws) on the screw, as specified on the assembly drawing, during assembly work at the supplier. The supplier has been informed about the manufacturer¿s investigations findings. When the event occurred, the trolley was directly involved and not meet its specification. The aquadis 56 washer disinfector was directly involved in the event and meet its specification. Upon the event occurrence the device was not being used for patient treatment. We decided to report the issue based on a potential as a similar event could contributed to the injury if reoccurs. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th june, 2024 getinge received the information about the event which was related to the loading trolley. The loading trolley involved in the adverse event worked with two aquadis 56 washer disinfectors. As it was stated the wheel has come loose and the employee had to hold the load when it came out of the washer disinfector because it fell on operator. There was no serious injury reported, however we decided to report the issue based on a potential as load falling off the trolley could bring a hazardous situation for the operator and lead to a serious injury if the situation was to reoccur.